Event description:
It was reported that unretrieved device fragment occurred. The femoral anatomy contained moderate calcium and tortuosity, and no stenosis. A transcatheter aortic valve replacement (tavr) procedure was being performed with a non-boston scientific (bsc) valve system. A 14f isleeve introducer sheath was inserted into the patient anatomy without issue. The non-bsc delivery system and valve were advanced through the 14f isleeve introducer sheath. After advancing the non-bsc delivery system and valve, the physician noticed a black fragment attached to the non-bsc valve. Upon opening the non-bsc valve, the black fragment flew away and remained in the descending aorta. When removing the 14f isleeve introducer sheath, it was observed that a part of the tip was missing. The black fragment could not be recovered from the patient anatomy. No patient complications occurred.

Manufacturer narrative:
Media analyzed by manufacturer: media was provided to aid in the investigation and was reviewed by a bsc quality technician. The media consisted of a video and eight (8) photos. The video and photos were reviewed, and the video was during the procedure, inside the patient. The video showed what appears to be a piece of the 14f isleeve introducer sheath tip moving around inside the patient. Four (4) of the photos were of the 14f isleeve introducer sheath inside the patient, with portion of the tip detached. The other four (4) photos showed the 14f isleeve introducer sheath outside the patient, with portion of the tip detached. The available media was also reviewed by a bsc medical director. Review of the imaging evidenced a fragment from the distal portion of the 14f isleeve introducer sheath which was separated from the device and was likely carried, possibly adherent to the non-bsc prosthesis, into the left ventricle. Otherwise, the hemodynamic flow would have displaced the fragment toward more distal portions of the circulatory system. Review of the video showed a radiopaque fragment, consistent with the missing portion of the 14f isleeve introducer sheath, circulating within the left ventricle until at a certain point, embolized to a location not visualized in the media provided.

Event description:
It was reported that unretrieved device fragment occurred. Procedure summary- the femoral anatomy contained moderate calcium and tortuosity, and no stenosis. A transcatheter aortic valve replacement (tavr) procedure was being performed with a non-boston scientific (bsc) valve system. A 14f isleeve introducer sheath was inserted into the patient anatomy without issue. The non-bsc delivery system and valve were advanced through the 14f isleeve introducer sheath. After advancing the non-bsc delivery system and valve, the physician noticed a black fragment attached to the non-bsc valve. Upon opening the non-bsc valve, the black fragment flew away and remained in the descending aorta. When removing the 14f isleeve introducer sheath, it was observed that a part of the tip was missing. The black fragment could not be recovered from the patient anatomy. No patient complications occurred.